Event description:
On 8/4/95 pt received pump set with 5-fluorouracil to run over 3 days as a continuous infusion (400mg/day). Set originally contained 77 ml. When pt returned to clinic on 8/7/95, infusion device was taken apart for replacement of set and bag still contained 73 ml.